Event description:
A customer observed imprecise and higher than expected vitros phyt quality control results while using a vitros 5600 integrated system. Values of 88.02, 82.90, and 79.34 umol/l were obtained from the vitros tdm pv ii fluid versus the expected value of 63.4 umol/l. In addition, values of 158.40 and 156.34 umol/l were obtained from the vitros tdm pv iii fluid versus the expected value of 124.4 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report is number one of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. An ocd field engineer made multiple repairs and adjustments to the vitros 5600 integrated system, including replacement of the rate/cm rotor, the bearing pads, and the immunowash fluid tubing. Following these service actions, an alternate vitros phyt reagent lot was put into use and improved performance was observed. No additional testing was performed using the initial vitros phyt lot post-service. The investigation was unable to determine a definitive root cause. However, vitros phyt lot 2605-0129-8404 or an instrument related event could not be ruled out as potential contributing factors. The root cause of this event is unknown.